Event description:
The event is reported as: complaint description: one piece of ligating clip got struck on the applier when the doctor applied it to occlude the distal renal vein. No pt injury reported. Pt condition reported as fine.

Manufacturer narrative:
The device sample was not recd by the MFR, photo rec'd. From the picture it was observed that "clip stuck in the applier". No other defects were observed. DHR investigation did not show issues related to complaint. From the picture, it was observed "clip stuck in the applier", the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. However, we will continue to monitor and trend relating complaints.